Event description:
It is reported by pt's attorney that pt underwent a left total knee replacement in 1997. In 2004, the pt's knee was revised where polyethylene wear was discovered.

Manufacturer narrative:
Evaluation summary: probable cause could not be determined. No product or x-rays were returned for review. Device history records indicate that the device was manufactured to specification.